Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button has to be hold down to prime and the priming process stops in middle. Customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. Device passed displacement test, rewind test and basic occlusion test. Device failed prime/a33 test at 3.0 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. (B)(4).